Event description:
It was reported that during initial interrogation prior to procedure, the implantable cardioverter defibrillator was found to be in back-up operation. The cause was unknown. The device was not installed. There was no patient involvement.

Manufacturer narrative:
The reported event of implantable cardioverter defibrillator going into backup operation was confirmed. Final analysis found the reset occurred due to an integrated circuit (ic) anomaly. The device was restored and functionality returned normal. No other anomalies were found.